Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that when the surgeon tried to remove a matrix midface screw in order to re-positon / re-place the plate, the head of the screw broke off. The screw shaft was left into the patient's bone. No prolongation of surgery occurred. Date of implant was on (B)(6) 2017. Date of event was on (B)(6) 2017. No information about patient outcome. Complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device malfunction occurred intraoperative. Device was not implanted/explanted. Device implant date was reported as (B)(6) 2017 in initial mw in error. Additional device product codes used jey. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2017, when the surgeon tried to remove a matrix midface screw in order to re-positon / re-place the plate, the head of the screw broke off. The screw shaft was left into the patient's bone. No prolongation of surgery occurred. No information about patient outcome was reported. Concomitant device reported: plate (part# unknown, lot# unknown, quantity 1) this report is for one (1) ti matrixmidface screw this is report 1 of 1 for (B)(4).